Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold outputs and low atrial electrical activity due to lead dislodgment which was confirmed via x ray upon pacing and defibrillation evaluation. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.